Manufacturer narrative:
The device remains implanted in the patient; therefore, an evaluation could not be performed. No photographs, videos, or imagery were returned for evaluation. A device history review was performed. The work orders reviewed relate to the manufacturing of the devices and components that could potentially contribute to the complaint. Review of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review revealed no other similar complaints related to ¿leaflet ¿ motion restricted-in patient¿, ¿valve ¿ regurgitation-central leak¿, or ¿leaflet ¿ inadequate coaptation-in patient¿ there has been no other complaint associated with each serial number. A review of complaint history for sapien 3 (all sizes) from october 2017 to september 2018 revealed no returned valve complaints for ¿leaflet ¿ motion restricted-in patient¿. A review of complaint history revealed that the occurrence rate did not exceed the september 2018 control limit for the trend category (¿leaflet motion restricted (in patient)¿). A review of complaint history for sapien 3 (all sizes) from october 2017 to september 2018 revealed one (1) returned valve complaint for ¿leaflet ¿ inadequate coaptation-in patient¿. A review of complaint history revealed that the occurrence rate did not exceed the september 2018 control limit for the trend category (¿leaflet motion restricted (in patient)¿). A review of complaint history for sapien 3 (all sizes) from october 2017 to september 2018 revealed one (1) returned valve complaint for ¿valve ¿ regurgitation-central leak¿. A review of complaint history revealed that the occurrence rate did not exceed the september 2018 control limit for the trend category (¿regurgitation¿). Based on the review of the ifus and training manuals, no deficiencies were identified. Manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. Due to the device and/or relevant imagery/video not being returned for evaluation, the complaints for ¿leaflet ¿ motion restricted-in patient¿ and ¿valve ¿ regurgitation central leak were unable to be confirmed. A review of the DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaints. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is unlikely that a manufacturing defect or device malfunction contributed to the events. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration whether valve performance will be impaired. There are several potential patient and procedural factors that alone or in combination can cause or contribute to central regurgitation and leaflet restriction. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang, leaflet impingement in a calcified valve, leaflet impingement by a guidewire, under-expansion of valve, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with troubleshooting, which includes blood pressure recovery or support. Per the IFU, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The aforementioned patient and/or procedural factors can all contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central aortic regurgitation. However, without the procedural imagery, the suggested root causes above could not be confirmed. As such, there is insufficient information to determine an exact root cause at this time. Since no product non-conformance or labeling/IFU/training deficiencies were identified, fmea assessments are not required. Due to the device and/or relevant imagery/video not being returned for evaluation, the complaints for ¿leaflet ¿ motion restricted-in patient¿ and ¿valve ¿ regurgitation central leak were unable to be confirmed. No manufacturing non-conformances were identified during evaluation. There is insufficient information to determine the definitive root cause at this time. Since no labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the occurrence rate for the applicable trend categories did not exceed their september 2018 control limits, no corrective or preventative action is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported through (B)(6), a ¿frozen leaflet¿ of the 23mm sapien 3 valve was noted during the transfemoral tavr procedure. After the initial valve implantation, it was noted that the leaflet which was located at non coronary cusp (ncc) was not closing. Due to this event, severe central aortic regurgitation (ar) occurred. To resolve the ar, a valve in valve procedure was executed.